Event description:
Sigmoidectomy surgery was performed. The following month(2009), the patient returned to the hospital due to abdominal pain. CT scan was negative. Abdominal x-ray that was performed later on the same day indicated air in the abdominal cavity. The patient was reoperated and dehiscence of the anastomosis was indicated. At the time of the re-operation, the ring was not seen at the area of the anastomosis.

Manufacturer narrative:
The ring was investigated by the company and was found to meet its specification, with no fault. No corrective or remedial actions were taken. The current cumulative leak rate found with the use of the car 27 device is within the low range reported in the literature.